Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine pain ("sharp stabbing pains in uterus"), adnexa uteri pain ("sharp stabbing pains in tube area"), back pain ("lower back pain"), abdominal pain lower ("cramps"), coital bleeding ("bleeding after intercourse"), depression ("depression") and weight increased ("weight gain"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine pain, adnexa uteri pain, back pain, abdominal pain lower, coital bleeding, depression and weight increased outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, back pain, coital bleeding, depression, pelvic pain, uterine pain and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine pain ("sharp stabbing pains in uterus"), adnexa uteri pain ("sharp stabbing pains in tube area"), back pain ("lower back pain"), abdominal pain lower ("cramps"), coital bleeding ("bleeding after intercourse") and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine pain, adnexa uteri pain, back pain, abdominal pain lower, coital bleeding, depression and weight increased outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, back pain, coital bleeding, depression, pelvic pain, uterine pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (other) please describe and state the location of the perforation: right tube') and pelvic pain ('pain') in an adult female patient who had essure (batch no. 50500523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not underwent an essure confirmation test" and device difficult to use "trouble inserting on that side, it was very painful". The patient's medical history included obesity. Concomitant products included alprazolam (xanax), diphenhydramine citrate;paracetamol (excedrin pm) and fluoxetine hydrochloride (prozac). In june 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). On (B)(6)2010, the patient had essure inserted. In july 2010, the patient experienced dyspareunia ("dyspareunia"). In october 2010, the patient experienced depression ("depression"), anxiety ("anxiety") and dizziness ("dizziness"). In november 2010, the patient experienced fatigue ("fatigue"). In february 2011, the patient experienced photophobia ("light sensitivity nos"). In may 2011, the patient experienced nausea ("nausea"). In 2011, the patient experienced constipation ("constipation"). In july 2011, the patient experienced urinary tract infection ("uti,") and eczema ("eczema on hands, neck and arms"). In 2012, the patient experienced alopecia ("hair loss"). In 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine pain ("sharp stabbing pains in uterus"), adnexa uteri pain ("sharp stabbing pains in tube area"), back pain ("lower back pain"), abdominal pain lower ("cramps"), coital bleeding ("bleeding after intercourse"), migraine ("migraines"), vision blurred ("blurred vision"), arthralgia ("hip pain"), feeling abnormal ("brain fog nos"), abdominal distension ("bloating"), swelling ("swelling nos"), vulvovaginal pain ("vaginal pain") and procedural pain ("trouble inserting on that side, it was very painful") and was found to have weight increased ("weight gain"). The patient was treated with surgery (operative laparoscopy, bilateral robotic salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, adnexa uteri pain, back pain, abdominal pain lower, coital bleeding, depression, weight increased, urinary tract infection, anxiety, eczema, migraine, nausea, dizziness, dyspareunia, vision blurred, photophobia, fatigue, constipation, alopecia, abdominal distension, swelling and procedural pain outcome was unknown and the pelvic pain, uterine pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, arthralgia, feeling abnormal and vulvovaginal pain had resolved. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, alopecia, anxiety, arthralgia, back pain, coital bleeding, constipation, depression, dizziness, dysmenorrhoea, dyspareunia, eczema, fallopian tube perforation, fatigue, feeling abnormal, menorrhagia, migraine, nausea, pelvic pain, photophobia, procedural pain, swelling, urinary tract infection, uterine pain, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: both ostia identified and device placed easily on left with 4 residual coils seen, but right side could not be easily identified and multiple coils seen outside of os. Current weight 230 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Pathology test - on an unknown date: sectioning of left and right fallopian tube reveals silver metallic coiled wires within the lumen of each fallopian tube towards the end opposing the fimbria. Present adjacent to the longer fallopian tube is a 0.3 cm smooth walled serous filled peritubal cyst.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:dysmenorrhea, menorrhagia and pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2019: event trouble inserting on that side, it was very painful was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (other) please describe and state the location of the perforation: right tube") and pelvic pain ("pain") in an adult female patient who had essure (batch no. 50500523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not underwent an essure confirmation test". The patient's medical history included obesity. Concomitant products included alprazolam (xanax), diphenhydramine citrate;paracetamol (excedrin pm) and fluoxetine hydrochloride (prozac). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2010, the patient experienced depression ("depression"), anxiety ("anxiety") and dizziness ("dizziness"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced photophobia ("light sensitivity nos"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In 2011, the patient experienced constipation ("constipation"). In (B)(6) 2011, the patient experienced urinary tract infection ("uti,") and eczema ("eczema on hands, neck and arms"). In 2012, the patient experienced alopecia ("hair loss"). In 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine pain ("sharp stabbing pains in uterus"), adnexa uteri pain ("sharp stabbing pains in tube area"), back pain ("lower back pain"), abdominal pain lower ("cramps"), coital bleeding ("bleeding after intercourse"), migraine ("migraines"), headache ("headaches"), vision blurred ("blurred vision"), arthralgia ("hip pain"), feeling abnormal ("brain fog nos"), abdominal distension ("bloating"), swelling ("swelling nos") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (operative laparoscopy, bilateral robotic salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, adnexa uteri pain, back pain, abdominal pain lower, coital bleeding, depression, weight increased, urinary tract infection, anxiety, eczema, migraine, headache, nausea, dizziness, dyspareunia, vision blurred, photophobia, fatigue, constipation, alopecia, abdominal distension and swelling outcome was unknown and the pelvic pain, uterine pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, arthralgia, feeling abnormal and vulvovaginal pain had resolved. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, alopecia, anxiety, arthralgia, back pain, coital bleeding, constipation, depression, dizziness, dysmenorrhoea, dyspareunia, eczema, fallopian tube perforation, fatigue, feeling abnormal, headache, menorrhagia, migraine, nausea, pelvic pain, photophobia, swelling, urinary tract infection, uterine pain, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: both ostia identified and device placed easily on left with 4 residual coils seen, but right side could not be easily identified and multiple coils seen outside of os. Current weight 230 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Pathology test - on an unknown date: sectioning of left and right fallopian tube reveals silver metallic coiled wires within the lumen of each fallopian tube towards the end opposing the fimbria. Present adjacent to the longer fallopian tube is a 0.3 cm smooth walled serous filled peritubal cyst.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:dysmenorrhea, menorrhagia and pelvic pain quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (other) please describe and state the location of the perforation: right tube") and pelvic pain ("pain") in an adult female patient who had essure (batch no. 50500523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not underwent an essure confirmation test". The patient's medical history included obesity. Concomitant products included alprazolam (xanax), diphenhydramine citrate;paracetamol (excedrin pm) and fluoxetine hydrochloride (prozac). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2010, the patient experienced depression ("depression"), anxiety ("anxiety") and dizziness ("dizziness"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced photophobia ("light sensitivity"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In 2011, the patient experienced constipation ("constipation"). In (B)(6) 2011, the patient experienced urinary tract infection ("uti,") and eczema ("eczema on hands, neck and arms"). In 2012, the patient experienced alopecia ("hair loss"). In 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine pain ("sharp stabbing pains in uterus"), adnexa uteri pain ("sharp stabbing pains in tube area"), back pain ("lower back pain"), abdominal pain lower ("cramps"), coital bleeding ("bleeding after intercourse"), migraine ("migraines"), headache ("headaches"), vision blurred ("blurred vision"), arthralgia ("hip pain"), feeling abnormal ("brain fog"), abdominal distension ("bloating"), swelling ("swelling") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (operative laparoscopy, bilateral robotic salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, adnexa uteri pain, back pain, abdominal pain lower, coital bleeding, depression, weight increased, urinary tract infection, anxiety, eczema, migraine, headache, nausea, dizziness, dyspareunia, vision blurred, photophobia, fatigue, constipation, alopecia, abdominal distension and swelling outcome was unknown and the pelvic pain, uterine pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, arthralgia, feeling abnormal and vulvovaginal pain had resolved. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, alopecia, anxiety, arthralgia, back pain, coital bleeding, constipation, depression, dizziness, dysmenorrhoea, dyspareunia, eczema, fallopian tube perforation, fatigue, feeling abnormal, headache, menorrhagia, migraine, nausea, pelvic pain, photophobia, swelling, urinary tract infection, uterine pain, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: both ostia identified and device placed easily on left with 4 residual coils seen, but right side could not be easily identified and multiple coils seen outside of os. Current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Pathology test - on an unknown date: sectioning of left and right fallopian tube reveals silver metallic coiled wires within the lumen of each fallopian tube towards the end opposing the fimbria. Present adjacent to the longer fallopian tube is a 0.3 cm smooth walled serous filled peritubal cyst.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:dysmenorrhea, menorrhagia and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: pfs received. Reporter's information updated.event:abnormal bleeding (vaginal, menorrhagia), infection type: uti, psychological or psychiatric problems condition: anxiety, depression, rashes or skin conditions type: eczema on hands, neck and arms,migraines / headaches, nausea, neurological conditions or problems type: dizziness, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vision/eye problems type: blurred vision and light sensitivity, fatigue, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: constipation, perforation (other) please describe and state the location of the perforation: right tube, hair loss, bloating ,the patient did not underwent an essure confirmation test were added. Outcome of event were added. Lot no. Were added. Concomitant drugs were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.